Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was removed due to the balloon rupturing. The registered nurse (rn) stated that they did get a couple of helium loss alarms, and blood was observed in the gas tubing. The iab was removed without difficulties. The patient is doing fine without the support of the iabp. It was opted to not insert another iab. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was removed due to the balloon rupturing. The registered nurse (rn) stated that they did get a couple of helium loss alarms, and blood was observed in the gas tubing. The iab was removed without difficulties. The patient is doing fine without the support of the iabp. It was opted to not insert another iab. There was no report of patient complications, serious injury or death.